Event description:
It was reported that on (B)(6) when rotating the c-arm back to 0 from the ml position on the left side - the staff heard clicking and then it turned on its own and stopped in 2 positions, then the buttons do not work to get it back to 0, they have to reboot. A field engineer examined the system and found that the side switches and paddle switches needed a replacement. The field engineer replaced the gantry side switches and paddle switches in the back of bucky. Upon testing, bucky needed to be replaced and calibrated. Tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.